Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the processor was turned and twisted, it rattled around, and a screw fell out during an out-of-box failure involving an olympus video system center. There was no patient involvement.